Event description:
It was reported that a caregiver expressed concern that meal announcements on the ilet resulted in higher insulin dosing for lunch compared to prior therapy, and that the patient intentionally announced a meal to correct a high glucose without eating, after which hypoglycemia occurred; the case was categorized as hyperglycemia with cause unclear and cause unclear overall, with troubleshooting and education completed and no alerts or alarms. Symptoms included hyperglycemia up to 259 mg/dl and hypoglycemia down to 43 mg/dl without loss of consciousness or other acute complications. Outcomes included transient impact with elevated and low glucose for several hours without medical intervention or hospitalization. Investigation included case review, user education on appropriate meal announcements, and scheduling of additional training, including potential feature reconfiguration. Investigation of this case revealed use-related behavior as a likely contributor, specifically using meal announcements to correct high glucose leading to excess insulin and subsequent hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.